Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to be duplicated or found in the event history log. However, system fault 46,822 was revealed in the event history log. The mainboard was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that cassette is not attached. There was unknown, patient involvement. And unknown harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.